Event description:
It has been reported that the ard did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.